Manufacturer narrative:
Evaluation summary: the exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions existed within this procedure that have historically been identified as causes of deployment resistance. These include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and aptus endoanchors were implanted in a patient for the emergent endovascular treatment of a 7.8 cm in diameter pre-operative ruptured abdominal aortic aneurysm. The proximal aortic neck measured 23 mm in diameter. It was reported that the patient had a short aortic neck with some calcium, but not circumferential. The physician determined prior to stent graft implantation that aptus endoanchors would be implanted prophylactically. The physician successfully implanted 3 endoanchors, during the placement of the 4th endoanchor the forward green light came on along with the blue light. The applier would not work at this point. The physician opened another sa85 applier and finished with that device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.